Manufacturer narrative:
Block h6 (device codes): medical device problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the working length was twisted at the distal section which was consistent to the findings when the device was observed under magnification. A functional evaluation noted that the distal tip of the device, when exiting the endoscope, was twisted and facing to the side of the scope. No other problems with the device were noted. The reported complaint incorrect cutting wire orientation was not confirmed. Upon analysis, it was found that the working length was twisted, which caused the distal tip of the device facing to the side of the scope. Based on the condition of the device, the problem found could have been caused due to manipulation of the device, the interaction with the endoscope, rotating the device while the tip is not completely out of the scope, or rotating the device as attempts to get a better orientation. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During endoscopic sphincterotomy (est) procedure, it was noticed that the "direction of the blade" of the stonetome was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During endoscopic sphincterotomy (est) procedure, it was noticed that the "direction of the blade" of the stonetome was incorrect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.